Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc freestyle libre sensor detached after 7 days of wear. The customer reported subsequently experiencing the symptom of "he was sick", and performed a blood glucose test on the freestyle libre built-in reader. The customer received a reading of 45 mg/dl and had contact with a healthcare professional. The customer was diagnosed with hypoglycemia, and was administered oral glucose as treatment. There was no report of death or permanent injury associated with this event.